Event description:
The facility reported an infusion pump with error code 802:12. The event was reported to have occurred before use. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.